Event description:
The article, "clinical outcome and intraprocedural characteristics of left atrial appendage occlusion: a comparison between single-occlusive plug-type and dual-occlusive disc-type devices", was reviewed. The article presented a retrospective, single center study to compare patient characteristics, intraoperative details and postoperative outcomes between single-occlusive plug-type (sopt) and dual-occlusive disc-type (dodt) devices. Devices included in the study were watchman, watchman flx, amplatzer cardiac plug, amplatzer amulet, and lambre. The article concluded the data suggested the safety and efficiency of laao with a very high procedural implantation success rate irrespective of the used left atrial appendage (laa) device. Furthermore, no relevant procedural or device-related complication occurred during the 6-month follow-up in all patients. [The primary and corresponding author was uwe primessnig, deutsches herzzentrum der charité, department of cardiology, angiology and intensive care medicine, campus virchow klinikum, berlin, germany, with corresponding email: uwe.primessnig@dhzc-charite.de]. The time frame of the study was from 2016 to 2022. A total of 149 patients were included in the study, of which 56 (37.6%) received an abbott device. The average age was 75.2 years and the majority gender was male. Comorbidities included arterial hypertension, coronary artery disease, peripheral arterial disease, hyperlipidemia, diabetes, obesity, chronic kidney disease, dialysis, liver disease, atrial fibrillation, history of bleeding (gastrointestinal, intracranial), poor mobility.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, coronary artery disease, peripheral arterial disease, hyperlipidemia, diabetes, obesity, chronic kidney disease, dialysis, liver disease, atrial fibrillation, history of bleeding (gastrointestinal, intracranial) and poor mobility. Some of the complications reported were bleeding, pericardial effusion, cardiac tamponade, residual shunt, transient ischemic attack and stroke. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: clinical outcome and intraprocedural characteristics of left atrial appendage occlusion: a comparison between single-occlusive plug-type and dual-occlusive disc-type devices.